Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient noticed the recharger was not charging the stimulator. Patient rep said that the stimulator battery level has not depleted in a week. They would get three little beeps and then the icon shows the stimulator battery is already charged. The patient charges at least twice a week. Agent walked patient rep through checking the patient's charge level with the recharger and they saw that therapy was off. Agent helped patient rep use the recharger to turn on the stimulation. The troubleshooting steps that were taken on the call resolved the issue. Patient is going to follow up with doctor to let them know the therapy had been turned off. They didn't know how it shut off. Patient had not been to doctor recently where therapy could have been shut off. Agent suggested that if patient let the therapy get to low it could have caused the therapy to shut off. No symptoms were reported.